Manufacturer narrative:
B5 revised to include additional information from the clinical site. H6 revised to reflect the additional failure mode. B2 required intervention was inadvertently omitted on the initial manufacturer device report number 1220648-2024-17553. G1 reporting contact email revised on manufacturer device report 1220648-2024-17553 in accordance with updated procedures.

Event description:
Additional information received via loqi (abiomed¿s long-term outcome and quality indicator impella registry), it was noted that worsening acute liver injury with a possible relationship to the impella 5.5 device used on this patient.

Event description:
The complaints team received six long-term outcome and quality indicator (loqi) impella registry notifications regarding the relationships between the impella and the patient's multiple organ failure, hemolysis, acute kidney injury, ischemic colitis, thrombocytopenia, and sepsis. Loqi found all adverse events to have a "possible" relationship to the impella device. The patient was initially admitted non-st-segment elevation myocardial infarction complicated by left ventricular (lv) rupture. The patient underwent subsequent lv wall repair, mitral valve repair, and lv thrombectomy on (B)(6) 2024 with post-op course complicated by cardiogenic shock on venoarterial extracorporeal membrane oxygenation and impella 5.5 placement, non-oliguric acute kidney injury (aki) requiring continuous renal replacement therapy, shock liver, severe lactic acidemia and mixed resp alkalosis and metabolic acidosis. Hemolysis was noted in setting liver injury. Impella settings and pressors were adjusted and labs were monitored daily. When the patient endured ischemic colitis, the patient was also noted to have had small bowel resection. When patient endured thrombocytopenia, the patient was given a total of one unit of platelets and five units of plasma total this admission. Due to poor prognosis, care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation has been completed. No product was returned for evaluation. Data logs were reviewed which showed downward trends in placement signal/patient pressures throughout support with numerous suction alarms, especially when attempting to achieve higher flows. This is indicative of patient decompensation. When also considering the patient's prior medical history, it was determined that the cause of the renal failure/acute kidney injury (aki) was most likely patient condition related. The failure mode hemolysis was removed and incorporated into renal failure since the worsening aki was a result of the hemolysis. The root cause of the thrombocytopenia, sepsis, and limb ischemia could not be determined without additional clinical details. H.6 several health effect - impact codes were inadvertently omitted from the initial manufacturer device report number 1220648-2024-17553 and were added.